Event description:
The customer reports "during a laparoscopy surgery, the coag pedal selected in bipolar mode had stuck after activation by the surgeon and it was impossible to deactive it". The customer's eval indicates "the switch of the pedal has presented a defect. The moving part inside the guide was too tight". The biomed repaired the footswitch by reducing the diameter of the moving part (teflon), therefore no sample is available for eval.